Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, two electronic photos were provided for review. The first photo shows partial view of drainage catheter in which thread was coming out from distal thread hole and the needle was protruding from catheter tip; however, the length cannot be confirmed as partial view of device were noted. The second photo shows a partial view of the drainage catheter in which thread was coming out from distal thread hole. Although the needle was protruded from the catheter in the provided photo, it is not sufficient to determine if the product meets the specification. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for all the two devices. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI)), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a ultrasound-guided percutaneous drainage procedure for ascites using the navarre opti drain. Prior to the procedure, it was reported that the trocar needle appeared significantly shorter than the catheter. The procedure was completed successfully using the replacement device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a ultrasound-guided percutaneous drainage procedure for ascites using the navarre opti drain. Prior to the procedure, it was reported that the trocar needle appeared significantly shorter than the catheter. As a result, the device was replaced with another drainage catheter prior to patient contact. The procedure was completed successfully using the replacement device. There was no patient contact or harm reported.